Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 564 mg/dl and insulin was delivered via the pump to address the high bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with an insulin drip. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. A healthcare provider thought the high bg may have been due to a kinked cannula; however, the customer did not identify any damage to the cannula upon removal. Reportedly, the customer had been using the pump supplies for 7 days and was aware that this timeline was not labeled for use. The customer had run out of supplies and has since received more supplies and resumed pump therapy.